Manufacturer narrative:
The sample was drawn into a lithium heparin plasma tube with a gel separator, and was centrifuged at 4500 rpm for 5 minutes. Qc was within the established ranges for level 1 and 2 on the date of event. Service was not dispatched for this event since the questionable results were isolated to one patient's sample. No root cause could be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously elevated troponin (accutni) result, above the ami cut off, generated by access 2 immunoassay system for one patient's sample. Subsequent testing by an alternate methodology on another sample from the patient at an alternate facility produced a result within the normal reference range. It is unknown if the patient treatment was affected.